Event description:
It was reported the sizing tool pulled apart from the ultracinch device. The sizer broke, leaving the ultracinch device dislodged on the back side of the heart. The ultracinch device was pulled thru with a clamp with no intervention required. There were no consequences to the patient.

Manufacturer narrative:
We are awaiting device return. Once the evaluation has been completed, a follow-up medwatch report will be submitted.